Manufacturer narrative:
The lvad was not returned. A correlation between the reported hemolysis and the device cannot be determined through this evaluation. The instructions for use lists hemolysis as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately 15 days post pump exchange due to hemolysis (reference manufacturer's medwatch report # 0002916596-2014-01075), the patient continued to experience hemolysis and care was withdrawn due to failure to thrive. The patient expired. Cause of death was reported as multi-system organ failure (msof).